Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 480mg/dl. Customer also stated insulin pump had battery out limit alarm. Customer states the insulin pump alarmed during normal use. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind pump. The device will not return for analysis.